Manufacturer narrative:
One cadd solis hpca pump was returned for the evaluation of the reported event. The device was returned with a cracked downstream occlusion sensor, and a missing insulator in the connector. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Further investigation was performed; the customers problem was confirmed in that at least one of three delivery accuracy tests performed was outside of the published +/-6 percent specification. It was recommended that the pump's expulsor be replaced in order to bring the delivery into more nominal of a range.

Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the device does not dispense the correct amount of medication; it is unknown if there was a patient involved.